Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that there was ulceration and necrosis of the tissue found at the pocket site. The reason for the ulceration necrosis was not known. A revision procedure was performed and this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. The electrode remains implanted. The pt was discharged to home with a life vest and will undergo nd a device replacement in the future. No additional adverse pt effects were reported.